Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that telemetry could not be established with this subcutaneous implantable cardioverter defibrillator (s-ICD). It was noted therapy had previously been programmed off due to radiation treatment and after its completion the physician wished to re-enable therapy. Boston scientific technical services (ts) explained the process for performing a device reset that was completed three times. The device was then able to be interrogated without further issue. No adverse patient effects were reported. This system remains in service.